Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported that the femoral head with an abnormal surface color has been found in the package. The head was not implanted.

Manufacturer narrative:
An event regarding appearance involving a metal femoral head was reported. The event was confirmed. Method and results: device evaluation and results: discoloration was observed on the returned head. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other similar events for the lot referenced. Conclusion: the event was confirmed. A technical assessment was performed for the reported failure mode and concluded: stryker¿s internal specification for ion implantation of co cr alloy bearings, ims0160, specifies in section 6.1.2 that processed components must be uniform in color and appearance over the treated area, and shall be free from discoloration. Based on the extensive testing carried out there is no indication to suggest a functional, biological or toxicological risk. Hence, no hazardous situations are foreseen as a result of implantation of a discolored femoral head.

Event description:
The customer reported that the femoral head with an abnormal surface color has been found in the package. The head was not implanted.